Event description:
The safety device engaged halfway through the injection. This resulted in some liquid ending up in the syringe making it difficult to determine if the patient received the full dose.